Manufacturer narrative:
Results: a sample was not returned for evaluation. Due to the low severity and low occurrence level of the customer's reported defect, an investigation was not required. This lot number and incident will be monitored for future occurrences. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that three 25 g x 5/8 in. Bd¿ general use sterile hypodermic needles broke in a doctor's hand and one of the needles broke off in a child patient's arm as a doctor gave an injection. Multiple attempts were made to obtain additional information but all attempts were unsuccessful. There was no report of medical intervention or injury to the physician or patient.